Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an unspecified alarm and the pump suspended insulin delivery. The customer's blood glucose level was 194 mg/dl. The customer reported would use manual injections as alternate insulin therapy.